Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the patient died. The patient had been sedated because of pain and died after being sedated due to several complications. The causes of death were reported as bad control of gastrointestinal bleeding that resolved (B)(6) 2018, the patient had been on unknown blood thinner for vascular leg disease that the patient had previous to start of duodopa, respiratory infection, foot gangrene worsening and recurrent leg infections that did not respond to antibiotic treatment and sepsis. It is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. The ulcer is a known complication of peg tube placement if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced a duodenal ulcer and gastrointestinal bleed and was hospitalized. The gastroenterologist reported that the gastrointestinal bleeding had resolved and they had tried to remove inner tube. They had not been able to remove it, so it was suspected that pei was buried; an urgent endoscopy and tubes replacement had been ordered. Due to previous vascular complication prior to duodopa the tube has not been removed.